Manufacturer narrative:
Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Revision procedure for trunnion failure. Update 17/december/2018: on rep follow-up, the following additional information was provided: trunnion was worn, head disassociated from the stem. Corrosion was noted on the trunnion. Black tissue was noted in the patient. No pseudotumor, ion levels unknown.